Event description:
A customer reported that their pump screen was dark and would not turn on. There was no information on whether the issue caused the customer¿s blood glucose levels to exceed 500 mg/dl, as the caller declined to answer. Technical support instructed the customer on troubleshooting steps, but the problem persisted with no success. Consequently, technical support decided to replace the pump. No additional information was received regarding the outcome of the event.